Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pacing impedances, measuring greater than 2000 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.